Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens got stuck within the delivery system and ended up with one of the haptics being broken or damaged which resulting in lens being unusable and wasted. Additional information was received and stated, there was lens loading difficulty and scheduled procedure completed the same day. Surgeon was unsure if the issue was related to cartridge, lens loading system or user error. There was no patient contact there are three medical device reports associated with this report. This is 3 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.